Event description:
Pt underwent monarch tot sling and perigee reinforced anterior repair and apogee reinforced rectocele repair in 2006 she struggled with mesh erosion and underwent mobilization and closure of vagina in 2007. She then continued to have issue with mesh erosion and chronic vaginal discharge. Mesh excision was needed surgically.